Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's ipg did not have communication with her programmer and her charger. In addition, it was reported there was tenderness over the ipg site. The patient had recently increased exercise and had lost weight, making the ipg shallow. An x-ray was performed. Follow up found the patient reported last having stimulation in (B)(6), and she was uncertain regarding her charging habits. On (B)(6) 2011, the physician replaced the patient's ipg. It was reported the patient's issue was resolved with the replacement.